Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape and act buttons due to flattened dome switches on the keypad; no damage to keypad traces and the connector on the lcd board was not unlocked during our visual inspection. The insulin pump communicated properly with blood glucose meter, glucose sensor simulator and the minilink transmitter. No threshold suspend anomalies or low high blood glucose sensor reading anomalies noted during our testing. The insulin passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that buttons are not responding when being pressed and have to be pressed in a certain spot to respond. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.